Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ms, fielder fc, gland slam, conquest pro, standard. Guide cath: sheethless ebu4.0. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product revealed blood on the shaft, balloon, stent implant and in the guide wire lumen. There was contrast on the shaft and in the inflation lumen, which is consistent with preparation and the stent delivery system (sds) advanced into the patients anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube had separated 14cm distal to the strain relief tubing confirming the reported information and the fracture faces were ovaled as if kinked prior to separation. The hypotube jacket was stretched and separated at the same location. There was a kink in the hypotube 0.8 cm proximal to the separation and kinks 1.1 cm and 10.5 cm distal to the separation. There was a kink in the shaft 6.3 cm distal to the guide wire exit notch. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it is likely that the shaft was inadvertently handled during advancement of the sds in the heavily tortuous and calcified lesion, resulting in the shaft kinking as there was no damage noted to the sds during the inspection prior to use. Further manipulation would have contributed to the shaft ultimately separating. Additional handling during packaging, handling and return to abbott vascular for analysis would have contributed to the additional kinks noted. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for hypotube separation for this lot. There is no indication of a lot specific product quality deficiency. The reported hypotube separation appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a heavily tortuous, calcified, 99% stenosis in the proximal to mid left anterior descending artery. Pre-dilatation and intravascular ultrasound (ivus) was performed prior to the delivery of the 2.5 x 23 mm xience v stent to the lesion. An attempt was made to deploy the stent, but the pressure would not increase around 3 to 4 atmospheres, at which time the proximal shaft was observed to be separated approximately 15 cm from the hub. The device was removed and the procedure continued using a 2.5 x 28 xience v stent. There were no adverse patient effects reported. No additional information was provided.